Manufacturer narrative:
Product ID: 8731, lot# b002152n17, implanted: (B)(6) 2003, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the catheter revealed catheter body user related hole. Both returned segments were patent as received foreign material was found on the surface of the both segments 1 and 2 that is consistent with a catheter implanted for a significant length of time. There was no significant damage to the catheter related to the foreign material found on the surface. Segment 2 was severed at the most proximal set of dispensing holes and the portion of catheter distal to this was not returned. The cause of this was undetermined. Also of note was the metal pin of the catheter to catheter connector was not returned. (B)(4).

Event description:
It was reported that on (B)(6) 2014, the patient was admitted to have a routine pump replacement as the pump was nearing the elective replacement interval (eri). The patient and her husband reported no increase in spasticity or any other unusual symptoms. They reported that she had had dose increases due to increased disease progression, but that she had always had the appropriate expected response to the increased dose and there was no reason to suspect a catheter issue. In the operating room (or) the physician opened the pump pocket and attempted to aspirate the catheter from the catheter access port (cap) but was unable. The catheter was described as feeling ¿crumbly¿ and it was discolored. The pump was disconnected and there was still no cerebral spinal fluid (csf) flow. The decision was made to replace the catheter. The back was opened and the catheter was cut near the entry site to facilitate removal and yet there was still no backflow. While trying to remove the catheter, the catheter broke and a piece remained in the intrathecal space. There was no evidence that it was not patent prior to the surgery no that it was broken before the attempt to remove it. There was difficulty seeing the retained catheter on x-ray but based on the reported catheter length it was assumed that approximately four centimeters (cm) remained implanted. There has been no additional surgery. This device system delivered baclofen. The patient was reported as doing much better.